Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 400 mg/dl. Customer had a high blood glucose reading that would not come down. The customer experienced symptoms such as nausea and vomiting. The customer was treated with manual injection and insulin pump. Customer's last blood glucose reading was 348 mg/dl and treated with manual injection. The customer was wearing the insulin pump during the hospitalization. Customer's parent also reported that the insulin pump had a motor error alarm. The customer¿s parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Displacement test was performed and passed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will not be returned for analysis.